Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump with a model featuring updated software. The customer was informed of the replacement process, understood the necessary actions, and was instructed to return the defective pump using a pre-paid label.